Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
1/24/2022: office visit: history: note: patient is a 70 -year-old female who is seen today for evaluation of predominantly low back pain with pain into the bilateral lower extremities right greater than left. The patient has a history of prior l2-3 fusion in 2015 in chattanooga. States she did fairly well with this but continued to have some right lower extremity pain to her knee. She went through ablations acupuncture physical therapy chiropractor which really did not give her much help. She then went through a right-sided l4-5 decompression in (B)(6) 2021 which gave her some mild help. She states that she continues though to have pain in the anterolateral right lower extremity to about the knee. She is now started to have similar pains in the left lower extremity though not as intense. She has been through physical therapy. 3 weeks ago, she did undergo epidural steroid injection which gave her 4 days of benefit in regard to her lower extremity pains. Continues to have fairly intense low back pains with activity. Denies any bowel bladder changes. The physical exam findings are as follows: the patient is awake and alert, fully oriented, pupils are equal, extraocular muscles are intact, cranial nerves v7 vii, viii, ix, xi and xii are intact, speech is clear, on strength testing the patient is 5 out of 5 in all major muscle groups of the bilateral lower extremities, sensation to light touch is intact, deep tendon reflexes are symmetric, the patient walks today with a normal gait. MRI of the lumbar spine without contrast reviewed. Shows evidence of pedicle screw fixation with interbody graft l2-3 with no complications. Small right-sided disc herniation at l1 to. L3-4 appears fairly benign with no significant stenosis bulging eccentric. L4-5 does appear to be a right sided decompression with irregularity on the right right lamina. There is stenosis within the foramen secondary to disc herniation within the foramen itself. Fairly severely hypertrophied left ward facet contributing to lateral recess foramina' stenosis along with bulging disc on the left. Assessment and plan: note: patient is a 70 -year -old female with continued low back pain with right greater than left lower extremity radiculopathy. This is felt to be secondary to stenosis/spondylosis at the l4-5 level. She has had prior decompression which did seem to overall fail with helping her right lower extremity pain. She is now having left lower extremity radiculopathy which is secondary to the hypertrophied left facet causing lateral recess as well as foraminai stenosis secondary to the facet as well as disc herniation. She has failed multimodal conservative measures including recent epidural steroid injection physical therapy dysfunction with activity due to these pains. The doctor did speak with her about the option of a l4-5 bilateral laminectomy for decompression with bilateral posterior lateral interbody fusion with pedicle screw fixation. The doctor did discuss with her a midline decompression with a more minimally invasive approach to screw and rod placement. The risk of this procedure includes not limited to pain bleeding infection weakness numbness paralysis spinal fluid leak, bowel bladder changes, failure to achieve benefit and need for further surgery in the future. Patient understands the risk as well as it is and through shared decision-making wishes to proceed. She did see and speak to the other doctor today. She will be scheduled for this l4-5 bilateral decompression with posterior lumbar interbody fusion with minimally invasive pedicle screw fixation for within the next few weeks. History and physical report: date: 2/13/2022 addendum: patient is admitted today for an l4-5 plif patient's had prior surgery at l4-5 and has continued degeneration with stenosis and neuroforaminal stenosis especially on the right side. The procedure and risks have been explained and are outlined in the assessment and plan. Patient is aware of the risks and wants to proceed with surgery today. Chief complaint: low back pain and right greater than left lower extremity pains. Diagnostic results: MRI of the lumbar spine without contrast reviewed. Shows evidence of pedicle screw fixation with interbody graft l2-3 with no complications. Small right-sided disc herniation at l1 to l3-4 appears fairly benign with no significant stenosis bulging eccentric. L4-5 does appear to be a right sided decompression with irregularity on the right right lamina. There is stenosis within the foramen secondary to disc herniation within the foramen itself. Fairly severely hypertrophied leftward facet contributing to lateral recess foraminal stenosis along with bulging disc on the left. Diagnostic radiology: date: (B)(6) 2022 report exam: xr abdomen ap kub dr clinical history: abdominal pain, generalized. Findings: 3 images submitted. Extensive postsurgical changes involving the lumbar spine. Mild diffuse gaseous distention of the small and large bowel are present. No abnormal masses or calcifications are present. Impression. Ileus pattern. Operative report: date: (B)(6) 2022 preoperative diagnosis: l4-5 degenerative disc disease with lateral stenosis, stenosis and neuroforaminal stenosis postoperative diagnosis: same operation: l4-5 hemilaminectomy with lateral recess decompression bilaterally, l4-5 discectomies bilaterally, interbody fusion at l4-5 with titanium cages, autograft bone and grafton putty, percutaneous voyager pedicle screw and rod placement at l4-5 with stealth guidance. Findings: l4-5 degenerative disc disease with lateral recess stenosis, stenosis and neuroforaminal stenosis (B)(6) 2022: office visit - lumbar spondylosis patient comes in for suture removal. Overall, she is improving slowly. She is having the expected postoperative symptoms. The physical exam findings are as follows: incisions are healing well. Staples were removed using sterile technique. Patient tolerated procedure well. Assessment plan: sutures were removed successfully today. All questions were answered for the patient and her husband. Patient has a follow-up for x-rays in 4 weeks. (B)(6) 2022: office visit - lumbar spondylosis note: patient comes in today postoperatively. She underwent a l4-5 minimally invasive fusion little over a month no. She is doing extremely well. She is walking a mile. She does have some mild discomfort. In the midline of the lumbar region at the surgical site. No pain at the hardware insertions. She comes in today for routine postoperative evaluation. The physical exam findings are as follows: lumbar incisions are healing well. There is some mild point tenderness in midline which is expected postoperatively. No tenderness with deep palpation over the surgical incisions of the screw insertions. Gait is normal. X-rays today performed at hospital reveals previous fusion at l2-3. At l4-5 the hardware. Which is new is in good position. The cages are in good - position in the disc space. The screw guide on the left in the superior screw seems to only partially have detached. This is attached well to the screw line and only slightly protrudes above the screw. The doctor pointed this out to the patient showed her imaging studies. She is not having any tenderness over this, nonetheless if she starts having any pain over this area then we could remove it. The fact that she is doing well at this point without any symptoms of pain at the site we will continue to watch. Assessment <(>&<)> plan: patient is doing well postoperatively. Some x-rays will be repeated in about 4 to 6 weeks. She will be sent to physical therapy. If she has any worsening pain or any concerns at all she should call the office. She did come back in after she left in the suggest some pain in her left hip which she pointed out prior to surgery. She was wondering if it was okay to continue to walk. The exam shows point tenderness over the trochanteric bursa on the left. Diagnostic radiology: exam date: (B)(6) 2022, exam: xr spirte lumbosacral 2 or 3 v dr clinical history: lumbar spondylosis findings: posterior fusion has been performed at l2-l3 and l4-l5. The surgical hardware is in expected position with satisfactory alignment. There is a degenerated disc at l5-s1 with facet arthropathy. Impression: postsurgical and degenerative findings. No acute abnormality. History physical report (B)(6) 2022: office visit - lumbar spondylosis (m47.816), spinal enthesopathy, sacral and sacrococcygeal region note: patient comes in for follow-up. She underwent a l4-5 lumbar fusion back in february. She had a previous l1-3 fusion which was well-healed. She states she continues to improve but continues to also have right-sided sacroiliac discomfort. Her hip pain is improved and the pain down into the anterior thigh is improved. Her back pain has significantly improved other than the right si region. The physical exam findings are as follows: note: lumbar incision is well-healed. There is no point tenderness with deep palpation to the lumbar region over the scar. No significant tenderness with palpation over the hardware. There is some right sacroiliac discomfort, but this is fairly mild today. X-rays performed today reveal hardware in good position at l4-5. The retained guidance tab is unchanged from previous studies. Assessment and plan: patient does have a degree of some right sacroiliac discomfort. It is fairly mild today. She states at times it can be worse. Diagnostic radiology: exam date: (B)(6) 2022, exam: xr spine lumbosacral 2 or 3 v or lumbar spondylosis clinical history: lumbar spondylosis comparison: lumbar spine (B)(6) 2022. Findings: no compression fractures are present there has been previous posterior fusion l2-l3, and l4-l5. Spacer devices are present at these levels. Mild degenerative disease is present at l1-l2 and l3-l4. There is minimal retrolisthesis of l5 on s1. Scattered feces present throughout colon. Impress1on: lumbar generative disease with prior fusion. History physical report (B)(6) 2022: location: tennova office the patient had an l4-5 fusion with voyager system several months ago. There is a small retained fragment of the tower that is still in the l4 region and she has been having some pain overlying this. The physical exam findings are as follows: note: patient is awake and alert and is pleasant lumbar wounds are well-healed. Does have some tenderness over the left l4 pedicle screw with palpation. She has normal strength in both lower extremities. Patient is ambulating without assistance and has a stable gait pa and lateral lumbar spine x-rays are again reviewed show a small fragment of the tower that is retained on the left just adjacent to the top of the pedicle screw. Assessment plan: the patient is having some pain in the left l4 region, overlying the retained piece of the tower. The doctor has offered to remove this retained metallic foreign object. The procedure was explained including the risk of bleeding, infection, continued symptoms, and possible need for further procedures. She is aware of these risks and agrees to surgery. History and physical date: 8/14/2022 chief complaint: pain over l4 region. History of present illness: the patient had an l4-5 fusion with voyager system several months ago. There is a small retained fragment of the tower that is still in the l4 region and she has been having some pain overlying this. Diagnostic results: ap and lateral lumbar spine x-rays are again reviewed show a small fragment of the tower that is retained on the left just adjacent to the top of the pedicle screw. Operative report: date: (B)(6) 2022 preoperative diagnosis: retained metallic foreign body adjacent to the left l4 pedicle screw. Postoperative diagnosis: same operation: exploration removal of retained metallic foreign body adjacent to the left l4 pedicle screw findings: retained metallic foreign body which was part of the tower used to place the left l4 pedicle screw.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from an attorney regarding a patient having a revision surgery. It was reported that the screw broke. The surgery was performed on (B)(6)2022. No further complications were reported regarding the event. Additional information was received that the patient had surgery at the facility on (B)(6) 2022 and surgery on b)(6) 2022 (at same facility) for removal of the piece of the device and for x-rays on (B)(6) 2022.

Manufacturer narrative:
Product identifiers are unknown. 510k is unknown. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Radiographic image review: ap x-ray post-op 2/16/2022 l4-5 plif, interbody grafts in place lateral x-ray 3/25/2022 post-op - one of the partial percutaneous screw towers is present at l4. Ap x-ray 3/25/2022 difficult to visualise side of retained tower ap lateral x-rays 5/2/22 no change from previous 8/15/22 fluoroscopic image intra-op and intra-op localization of tower for removal of hardware 9/19/22 lateral x-ray shows tower has been removed medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.